Manufacturer narrative:
The insulin pump was monitored and tested with no off no power anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an off no power alert from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that they used new energizer aaa battery. The customer stated that there were no low battery alarms in the history. The customer stated that the pump has not been dropped or bumped. The customer stated that the battery cap is ok. The customer stated that this is the second occurrence of off no power without battery. The customer will be sent a replacement pump.